Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro did not cauterize the vein branches. No energy was being sent to the device. Customer swapped out cords and generators. It didn't fix problem. Customer finished the case with a different device. No patient was injured.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The lot # 3000301049 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.